Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, only the connector portion of the lead was returned in two pieces. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for follow up with over since noise exhibited by the right ventricular lead. Noise resulted in pacing inhibition. The lead was explanted and replaced. The patient was stable.